Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1 (initial reporter phone): (B)(6). Block h6 (device codes): imdrf device code a0401 captures the reportable event of wire break. Block h11: investigation results: a sensation short throw snare was received for analysis. Visual analysis of the device noted that the handle cannula (snare rod and plastic cannula) was kinked, and the finger rings were out of position in the handle. Also, during microscope inspection the loop was observed inside of the sheath and there were no broken parts. No other device problems were noted. The reported event of loop break was not confirmed. Upon analysis, it was found that the handle cannula was kinked. This failure likely has occurred due the manner as the device was handled and manipulated may have caused the reported and encountered failure. Excessive manipulation of the device without enough care could have induced the defect found. Based on the analysis of the returned device and the information available, the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a sensation short throw snare was used for polyp during a procedure. The exact procedure date was unknown. During the procedure, when cutting the polyp, the snare got stuck and broke when pulled. The procedure was completed with another sensation short throw snare. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a sensation short throw snare was used for polyp during a procedure. The exact procedure date was unknown. During the procedure, when cutting the polyp, the snare got stuck and broke when pulled. The procedure was completed with another sensation short throw snare. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1 (initial reporter phone): (B)(6). Block h6 (device codes): imdrf device code a0401 captures the reportable event of wire break.